Event description:
During an implant procedure, the left ventricular (lv) lead was unable to be inserted into an introducer. The lead was replaced to resolve the event and the patient's status was stable.

Manufacturer narrative:
The reported event was confirmed in the laboratory. As received, a complete lead was received partially inserted in its associated introducer for analysis. The lead was able to be removed. Visual and x-ray inspection of the lead revealed no anomalies other than damage incurred at the time of the procedure. The ring electrodes were measured and all were within product specification with the exception of ring electrode 3. The cause of the reported event was isolated to the damaged ring electrode #3 which is consistent with procedural damage.